Event description:
It was reported that patient received inappropriate therapy for svt with rvr while he was dancing. Patient was symptomatic due to the inappropriate therapies. No change was made and the patient is being monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.